Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness and pimples underneath sensor pod area. It was reported that the infection spread beyond the sensor patch. The patient went to the hospital together with his parent on (B)(6) 2024. There he was treated with IV antibiotic and oral antibiotic (3 times a day). The patient was discharged after 8 hours. At the time of the report the patient was recovered. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).